Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the anchor is placed, but it makes a 1 cm crack in radius. Probable root cause: design. Anchor not compatible with prepared hole size (peek only). Anchor thread design makes insertion too difficult. Inserter/anchor material/design too weak. Anchor tip geometry not sharp enough for application process. Inserter, implant, manufactured out of specification application. Excessive force torquing anchor or lateral force applied during insertion. Not enough axial force during insertion. Use of wrong tap - improperly prepared hole (peek only). Bone to hard for anchor insertion. Bone not hard enough to maintain screw purchase. No pilot hole prepared (peek only). The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor placement caused a crack in the bone.